Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device battery drainage was observed due to increased use by the right ventricular lead which exhibited high capture thresholds, ventricular lead pacing impedance lower than the normal range triggered on (B)(6) 2019, inappropriate mode switching and noise reversions. Programming changes from bipolar to unipolar mode were made to improve the observations. The patient was not dependent on the device for normal function. The right ventricular lead was to be replaced once a routine generator change out was performed. The patient was stable..

Event description:
New information notes the patient's right ventricular lead was capped (B)(6) 2020 and replaced. The patient was discharged with instructions for post operative care.